Manufacturer narrative:
(B)(4). The patient was not harmed or injured as a result of the event. The covidien service engineer (se) inspected the device and verified the malfunction. The ventilator has been removed from service. The evaluation and service of the device has not been completed.

Event description:
Covidien received information stating that, while in use on a patient a 980 ventilator had a unresponsive touch screen. The patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The unit passed extended self-testing and no parts were replaced.